Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated the drive wheels on the new chair are warped. The chair was just delivered to the consumer. The consumer discovered upon inspection for receipt. The dealer has mentioned that this is a reoccurring issue he has been seeing on our chairs. No injury or property damage was reported.

Event description:
The dealer stated the drive wheels on the new chair are warped. The chair was just delivered to the consumer. The consumer discovered upon inspection for receipt. The dealer has mentioned that this is a reoccurring issue he has been seeing on our chairs. No injury or property damage was reported.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. Per evaluation comments, the drive wheel was warped/out of round.